Manufacturer narrative:
Device evaluation: visual inspection revealed that the screw drive of each blocker was stripped. Potential cause: root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during plug insertion DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that five blockers were stripped during surgery during final tightening. The surgeon had trouble locking them, so removed them an found the damage. This is report five of five for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2021-00124.

Event description:
It was reported that five blockers were stripped during surgery during final tightening. The surgeon had trouble locking them, so removed them an found the damage. This is report five of five for this event.